Event description:
Healthcare professional reported left side deflation and "textured saline implants". Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported, left side deflation. And "textured saline implants". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, opening assessed, as fold flaw opening. Anxiety-product/procedure: unable to observe, as it is not related to the device. As per the investigation procedures: creases, particles and wear abrasion were completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, corrected and/or changed data: d.9, h.3, h.6.

Event description:
Healthcare professional reported left side deflation and "textured saline implants". Device has been explanted.

Manufacturer narrative:
Correction to g.3 aware date in medwatch supplemental #1. The aware date for g.3 should have been listed as 15/oct/2024.